Event description:
It was reported through a service report that during preventative maintenance, a rod side hose was found to have a slight hydraulic leak from upper fitting. It is unk if there was pt involvement or any adverse consequences.

Manufacturer narrative:
Hydraulic leak.